Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided cyst percutaneous drainage catheter placement procedure using the navarre universal drain and it was reported that sometimes post procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows product packaging containing drainage catheter. The product details on packaging checked and matched with tw details. Thread was noted outside of the product packaging. However, partial view of pigtail end of the drainage catheter with thread was noted and catheter hub portion not clearly visible. Therefore, the investigation is inconclusive for the reported break and material separation issues as the provided video was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using the navarre universal drain and it was reported that sometimes post procedure, the sure loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.